Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was over delivering insulin and the blood glucose was low. The customer reported that customer were in emergency room due to low blood glucose on (B)(6) 2018 at 7:25 pm with blood glucose was 38 mg/dl. Based on customer report customer allege insulin pump was over delivering. The customer treated low blood glucose with food and glucose tablets. The customer was wearing insulin pump during hospitalization. The insulin pump will not be returned for analysis.